Event description:
About nine months prior to the date of this report the patient experienced a loss of therapeutic effect. The patient was getting good benefit for ¿a while,¿ but for the prior month ¿or so¿ the patient experienced an increased symptoms. It was further noted the patient did not receive adequate training on using the programmer. It was added the patient programmer was ¿dead,¿ but the issue was resolved with troubleshooting. During troubleshooting, the amplitude was increased to 2.5v and the patient felt stimulation in the correct location. As of the date of the report it was stated that ¿it was not working¿ and the patient did not know what the problem was. It was indicated that the implantable neurostimulator had not been working for about the last year, but it was unclear for exactly how long. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial#(B)(4), product type programmer, patient; product ID 3093-28, lot# v841549, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient experienced no stimulation sensation. The programmer resumed function after the batteries were changed. It was stated the patient needed assistance in changing programs; however, they only had access to one program. The patient had not used other programs before. Eventually, the patient was able to increase stimulation from 3.5v to 3.9v on program 1 and could feel stimulation comfortably.